Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. Further analysis of the lead revealed cuts in the insulation which occurred most likely during the explantation procedure. Blood penetrated the lead. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 2 months a lead dislodgement was reported. The lead was already repositioned in the beginning of (B)(6) for the first time. No adverse patient side effects have been reported. The lead was explanted and returned to biotronik for analysis.